Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that during the procedure, upon crossing with the wire, patient developed heart block which was resolved with wire removal and reinsertion. Upon the final phase of atrial expansion of valve and release, patient developed heart block again; temporary internal jugular (ij) lead placed for pacing and electro physiologist (ep) consulted for potential need for permanent pacemaker (ppm). On post-operative day (pod) 1, the patient received a permanent pacemaker.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were identified during DHR review. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.